Event description:
On (B)(6) 2011, this pt was implanted with two gore tag thoracic endoprosthesis to treat to a thoracic aortic aneurysm. On (B)(6) 2013, images were evaluated that appeared to show a proximal type I endoleak. It also appears that there may be proximal disease progression and aortic neck dilation. On (B)(6) 2013 a reintervention occurred whereby a gore tag thoracic endoprosthesis was placed proximally due to the proximal landing zone diameter having dilated/enlarged by 5mm, leading to the proximal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.